Event description:
A 4 1/2 year-old girl, was originally implanted in october 1996. Her system functioned normally and there were no reprots of any problems throughout the next 2 1/2 years. In 05/1999 the child's mother called the implant center to report that sometime during march 1999 her daughter fell off a rocking horse and hit her head on a planter directly on the implant site. The child was not taken to the implant center for device eval until april 1999 when the swelling had subsided. Testing conducted at the center confirmed that her implant system was no longer functioning. Advanced bionics was notified of the incident on 04/27/1999. Although the parents have indicated they would like their daughter to receive another clarion, revision surgery has not yet been scheduled.